Event description:
It was reported that a lead (the facility did not know whether atrial or ventricular) dislodged. The lead was repositioned and remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).